Event description:
It was observed that during the device evaluation, the small intestinal videoscope exhibited burned distal end cover. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the burned cover was use of a high-energy treatment equipment (e.g., high frequency) without securing a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.